Event description:
Medical affairs spoke to pt in 2004 and they provided the following: several days ago, pt's meter would power off during use. They did not experience any symptoms at the time of testing. They took thier oral medication after attempting to use the meter. They did not seek any medical attention or call their doctor. The batteries were in good condition and were replaced less than a year ago. Customer service was unable to resolve the issue and sent pt a new meter. In 2004, the pt went to the hospital due to ulcer and not related to diabetes. This case is being documented as a malfunction, since the issue was not resolved.